Event description:
Consumer alleges her heating pad caught on fire. No injuries or property damages were reported with this incident.

Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. This consumer used the prepaid label provided to return her product, but we have been unable to locate it.